Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the sensor. The sensor fell out his body. The customer experienced a low blood glucose level of 32 mg/dl. The paramedics were called and they gave him glucose orally. The customer was not admitted to the hospital. The device was not returned.